Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). It was noted that the device could not be activated; therefore, a computed tomography was performed in which it was noted that the pressure regulating balloon (prb) was empty. A revision surgery was performed. During the procedure, it was seen that the balloon was not connected to the pump; however, the physician was unsure whether the tubing had disconnected, or it was never connected. The existing balloon was removed and replaced. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.